Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 134 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.